Manufacturer narrative:
Sensor 0m00026nm18 has been returned and investigated. Perform visual inspection on returned patch and no observations found. Extracted data of the patch using approved software and sensor was in state 5 which is normal termination. Performed visual inspection on the plug assembly. No observation found. Patch inserted into the test fixture and applied current to perform linearity test. Output was within specification. Glucose count results were with in specification. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor was showing ¿lo¿ (a reading less than 2.2 mmol/l) occasionally during the first two days, but on the third day it read ¿lo¿ the entire day. Customer further reported that on (B)(6) 2017 she began to experience tachycardia so she self-presented to a hospital. At the hospital, a reading of 90 mmol/l was received, customer was diagnosed with hyperglycemia and admitted to the intensive care unit. Customer was unable to report what specific medications she received during her hospitalization. There was no report of death or permanent injury associated with this event.